Manufacturer narrative:
The insulin pump was received with no act and escape button response due to corroded keypad traces. There was no button error alarm during testing. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and compromised force sensor system, and excessive no delivery test. Unable to verify battery out limit alarm due to buttons not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had a repeated battery out limit alarm. The customer's blood glucose level was 250 mg/dl. No further details were given. The device was returned for analysis.